Event description:
An optometrist reported corneal filaments two weeks post bilateral (prk) photorefractive keratectomy. The patient could see the filaments on the eye and had a foreign body sensation. The steroid drop was increased and the reported issue resolved. Patient did a slow taper from the steroid drops to prevent reoccurrence. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).